Event description:
Foley catheter inserted into bladder. After balloon inflation the catheter slipped out and the tip appeared to be missing. Physicians notified, x-rays taken, and urology consult obtained. Cystogram performed.